Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. No excessive no delivery alarms noted. The insulin pump functioned properly. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer's mother reported via telephone call that the insulin pump alarmed for no delivery. The blood glucose reading was 163 mg/dl. The caller stated that they had tried all remedies but the no delivery alarms persisted, and she did not want to troubleshoot. She was advised that the customer should discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. She discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions.